Manufacturer narrative:
Unit passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit delivered and properly recorded bolus delivery in bolus history and daily totals. Boluses were properly recorded in download history report. Unit functioned properly and it was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that she believed the insulin pump was not delivering boluses. The customer experienced high blood glucose levels. The customer experienced a diabetic ketoacidosis over the weekend and was hospitalize. Customer's blood glucose level was 210 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.